Event description:
Additional information reported stated that the patients cause of death was glioplastoma. The patient also had -progerdient cancer disease with increased cerebral bleeding and infaust situation-.

Event description:
It was reported that the patient has deceased. There is no allegation from a health care professional that suggests that the death was device related.